Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. Functional testing was performed and the reported issue was unable to be confirmed. A cassette was attached to the device and it ran with no issues. There were no "air in line" issues reported in the event history log. There was no fault found with the returned pump.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited an air in line alarm. No patient was involved in this event. No adverse effects were reported.